Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing however, found the sensor was received with a bent cannula. Unable to confirm adhesive anomaly due to the sensor was returned opened and used also.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading 85 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 445 mg/dl. Sensor glucose reading at the time of the call was 40 mg/dl. The sensor had been inserted for 4 days. The customer stated the tape had started to come off. Customer removed the sensor and it was bent. The sensor would be replaced and returned for analysis.